Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an unknown "shock error" message. No further information was available. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. The customer's report was observed during review of the device activity logs. However, the device was put through extensive testing including full defibrillation functionality testing and defib cycling without duplicating the report. An internal inspection found no discrepancies. The processor/bridge/pace board was replaced and scrapped as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib charging error" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.